Manufacturer narrative:
Other, other text: h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacture DHR review was not performed because the device is beyond a year from its manufacture date of 19-mar-2019 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per the patient the pump is alarming no disposable. Patient powered the pump off and on but it continues to alarm. Powered on, reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Powered pump off. There was no patient injury reported.